Event description:
It was reported that"staples were found jamming during use on the patient". To complete the procedure, another device was used. The patient's current condition is reported as "fine". Please see associated MDR# 3003898360-2024-00627.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the bottom was detached from the cover block. It appears that the bottom was not properly welded onto the cover block, which allowed the components in the staple feed assembly to fall out of the stapler. A non-conformance was initiated to further evaluate this issue. Since the complaint was reported on staples jamming during use, the returned sample appears to be a representative sample as the stapler cannot be fired in its current condition. It was reported that the customer did not wish to file an additional complaint for this issue. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. Actions to address the issue of the detached bottom, including a quality alert, work order, and engineering order, were established as part of the non-conformance, which was closed on 17-may-2024. The sample was manufactured prior to these actions on 22-sep-2023. The reported complaint of "misfire/jamming - info not provided" could not be confirmed since the stapler was returned with the bottom detached from the cover block. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data: correction d.4 from 04026704410392 to (B)(4).

Event description:
It was reported that"staples were found jamming during use on the patient". To complete the procedure, another device was used. The patient's current condition is reported as "fine". Please see associated MDR# 3003898360-2024-00627.